Event description:
An overdose was reported, pt complained of "spells of overinfusion". The drug infused via the pump was dilaudid 10mg/ml at a daily dose of 1.5. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).